Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injection tobramycin (40mg once daily, route and duration not reported) and heparin (route, dosage, frequency, and duration not reported) for the peritonitis event. Action taken with dianeal therapy was not reported. Hospitalization was reported to be ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.